Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited impedance measurements of greater than 3000 ohms, noise, oversensing, inappropriate atrial tachy response (atr) episodes, and loss of capture. A chest x-ray was performed which confirmed a lead fracture and the insulation was pushed back. It was noted that the patient had fallen frequently in the past. No adverse patient effects were reported. The lead remains in service.

Event description:
Additional information was provided which noted that no actions or interventions were planned and the patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which noted that a surgical revision was performed and the lead was surgically abandoned and replaced due to being fractured from clavicular crush. No additional adverse patient effects were reported.